Manufacturer narrative:
As of today, there is no additional information available. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicated that the device was explanted and has been returned for analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information via a latitude red alert that this device declared a battery status of end of life (eol). As of today, no intervention has been performed. There were no reported adverse patient effects. The device remains in service.